Event description:
It was reported by the rep that when (1) tsb35 device was used during a bariatric procedure, the surgeon experienced inconsistent staple formation. Another device was opened and the case was completed with no consequence to pt.